Manufacturer narrative:
Other text: h3. Device evaluated by manufacturer and h6. Evaluation codes: updated.eight (8) samples were received which consisted of six (6) extension sets in unused condition and two (2) extension sets in used condition, without the original packaging, decontaminated and inside in a plastic bag. Per visual inspection, no obstructions, damaged, broken, or other defects were detected in any joins of the product. Per functional leak testing, no leaks identified. The complaint was not duplicated or confirmed. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. No action was taken since the complaint was not confirmed., corrected data: b5 and h6. Health effects codes, corrected.

Event description:
The product fault occurred during patient use. No patient injury or clinical affects was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.

Event description:
It was reported, that liquid was leaking from the air hole of the extension tube. Patient involvement unknown.